Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up, before patient in room, the subject device exhibited that the video signal at the sdi output failed and displayed ¿no signal¿ on the screen. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: color bar cannot be disappeared. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of flat cable, color bar cannot be disappeared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.